Manufacturer narrative:
Test and investigation could not duplicate the reported problem. The unit was received from the customer with a broken tubing latch. When tested with the broken tubing latch, the device passed performance verification testing and long term tests. The pump was tested again for pvt after replacement of the broken tubing latch. The pump continued to pass testing. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 175 products is approximately 0.00/million sets.

Event description:
Overdelivery noted during biomedical engineering testing. The pump was reportedly tested using abbott performance verification procedures. With an expected delivery of 20ml, the device consistently delivered 24-25ml. (Specification requires delivery to be 20 +/-2ml). There was no pt involvement, the device was taken from storage and tested prior to pt use.